Event description:
It was reported that the patient underwent a single procedure to implant the spinal cord stimulation (scs) system to treat pain at the outer side of the lower right leg and the patient remained hospitalized for the post implant period. Some days after the procedure, the patient complained of pain on the inside of the lower right leg and the ankle. A computed tomography (CT) scan was performed to confirm the lead position, and it showed that both leads remain in place and have not migrated, so it was decided to monitor the patient. Currently, the pain has subsided, however, there is still some residual pain in the ankle. The patient was already discharged.